Event description:
Sonicision device did not work with multiple batteries during the case. New device worked with one of the first batteries opened at start of case. Dr. Aware. Staff aware and to contact rep about sonicision device.